Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy pd effluent. The patient was hospitalized for the peritonitis event and treated with unspecified antibiotics (dose, route and frequency not reported). During hospitalization, the pd catheter was removed and patient was placed on hemodialysis. The patient received additional treatment with an unspecified antibiotic via hemodialysis for the event. The patient was later discharged from the hospital and reported to have recovered from the peritonitis. Hemodialysis therapy was reported to be ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895797 and gd895771 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).